Event description:
It was reported during the implant procedure that the patient's left ventricular (lv) lead dislodged twice as it pulled back from the coronary sinus during the slitting process. The lv lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.